Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative on 2016-nov-14. Underinfusion was alleged. A volume discrepancy had occurred on (B)(6) 2016; the expected volume was 2ml and the actual volume was 15ml. It was noted that the hcp had done a (B)(6) study earlier and was able to get cerebrospinal fluid (csf) and a (B)(6) study was done and no movement was seen. At the pump replacement on (B)(6) 2016 the hcp tried to aspirate before and was able to get csf with no problem. The pump and the pump segment of the catheter were replaced. The pump had been used to deliver hydromorphone (20 mg/ml at 9.666 mg/day) and bupivacaine (8.0 mg/ml at 3.8664 mg/day). It was noted that starting in (B)(6) 2016 the patient had experienced increased pain, return of symptoms and withdrawal. It was noted that there was no patient injury and the patient had recovered without sequela. It was also noted that prior to the device return the pump was emptied but not updated to reflect that.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving hydromorphone (5 mg/ml) from an implanted pump. The indication for use was spinal pain. On (B)(6) 2016 an under infusion was alleged. The expected volume was 1.8 ml and the actual reservoir volume was 14 ml at the pump refill on (B)(6) 2016. It was noted that the patient¿s last refill had occurred on (B)(6) 2016 and the patient had been hospitalized on (B)(6) 2016 due to intractable nausea and vomiting. The event logs were reviewed and were normal per the hcp, a dose increase had been done on (B)(6) 2016. A dye study was to occur the following tuesday ((B)(6) 2016). It was noted that the patient had multiple dose increases (B)(6) 2016- 1mg/day, (B)(6) 2016- 1.5mg/day, (B)(6) 2016- 2.2mg, (B)(6) 2016- 3mg/day, (B)(6) 2016- 4.1mg/day, (B)(6) 2016- 5mg/day but there had not been much of a patient response. On 2016-07-12 additional information was reported by the hcp. The dye study and roller study were done and the hcp was unable to aspirate from the catheter and the roller study also failed it did not turn at all. It was noted that the pump had been programmed to simple continuous at the lowest rate and then two priming boluses on 0.01ml were programmed over one minute. It was noted that pump and catheter replacement had tentatively been scheduled for (B)(6) 2016. Additional information was reported by the rep on 2016-07-14. The rep inquired if a roller study should be attempted again, it was noted that fluoro did not have the best image. It was suggested that during the revision the hcp could schedule a bolus after the catheter was disconnected to see if there is fluid dripping from the pump. The rep also reported that the cause of the volume discrepancy and it was unknown if the roller was functioning. The patient¿s nausea and vomiting had been resolved when the rep was notified of the issue. After the revision, additional information was reported by the rep after the revision on (B)(6) 2016. The catheter was found to be completely twisted multiple times. It was noted that the patient was a twiddler and was flipping the pump which caused the catheter to twist. The catheter had been revised; the pump was not replaced and was working properly. It was noted that the pump was located in the left abdomen.

Manufacturer narrative:
Analysis of the pump on 2017-jan-11 revealed no anomaly. As per the pump¿s log the following medications were being administered as of(B)(6) 2016: hydromorphone with concentration 20.0 mg/ml at a minimum dose rate of 0.127 mg/day and bupivacaine with concentration 8.0 mg/ml at a minimum dose rate of 0.0509 mg/day. Analysis of the catheter (model # 8780) on (B)(6) 2017 revealed significant twisting in the catheter body that may have affected infusion. ¿the previously applied results code is no longer applicable. The results code refers to the pump and the results code refers to the catheter. The conclusion code is in regards to the pump and the conclusion code is in regards to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.